Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The device was visually, dimensionally and functionally inspected; the device met specifications and functioned as intended during three advancement, release, recapture, and retraction cycles. Cycle/deployment testing was performed to measure the force (n) needed to advance and retract the delivery system. The force data within the specification of =1n. Testing of the returned device did not confirm the alleged device issue of getting stuck and hard to release. All results met specification. Foreign matter was observed on the implant particularly near the inlet where the device is recaptured, and no device issues were observed during the product investigation. The amount, location, and appearance of debris observed on the device are consistent with inadvertent entrapment of tissue between the implant and the delivery system during surgery, which is the likely cause of the clinical and device issues reported. Tissue entrapment is a known potential use error which is included in surgical training and in the IFU (instructions for use). A review of the device history record of the reported lot number indicates that the reported product met the specifications, and there were no unusual findings pertaining to this event. The returned sample was visually, dimensionally and functionally inspected and found to be conforming. There were no issues identified with the device, but findings suggest use error as the cause of this event. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. The device was reported to be available for return; however, as of the date of this report it has not yet been received. A supplemental report will be filed when the investigation is complete. Cautions are provided in the device labeling for recapturing and removal of the device. Difficulty implanting the device, hyphema and trauma to iris are identified in the device labeling. The manufacturer internal reference number is: (B)(4).

Event description:
During implantation of a hydrus microstent the surgeon reports that the ¿inserter roller got stuck it was hard to release and hard to retract. It requires a lot of force and led to a small bleed.¿ during removal of the device from the patient¿s eye, a small tear occurred causing a hemorrhage which the surgeon cauterized. Residual blood remains in the eye as of the patient's last visit but reported the patient is stable.